Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.0x38mm promus element long stent to treat the target lesion located in the mildly calcified left circumflex artery, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent struts of the stent were both elongated and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and / or withdrawal. A hypotube kink was noted 300mm from the midshaft bond. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).